Event description:
On (B)(6) 2026, a patient received a bipolar hip replacement. Postoperatively at some point, the implant dislocated and was manually reduced. On (B)(6) 2026, an x-ray revealed that the implant had dislocated again. On (B)(6) 2026, the implants were removed without replacement implants.